Event description:
The customer called technical support (ts) reporting that the device is not charging and the cooling fan is surging. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The field service engineer (fse) evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit is not charging the battery. The unit¿s fan was turning on and off every 3 to 4 seconds. The battery voltage in the pneumatics screen is at 14.78, and the battery manufacturer date is 8-27-2020. Instructed the fse to check the wire terminals on the battery connection going into the vent. He noticed 1 of the wires was pushed back. The fse reconnect the wire properly into the connecter and attached it back to the vent. The battery started to charge properly. Within 5 minutes the unit displayed a battery voltage of 15.23 volts. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
After further review, when the field service engineer (fse) had adjusted the wire properly into the connecter to resolve the issue, the fse kept the ordered power management (pm) printed circuit board assembly (pcba) on hand to replace if needed for preventative measures if any further repair needed. The pm board was replaced, and the defective one was returned for further investigation. The removed pm pcba was returned to the product investigation lab (pil). The pil technician installed the pm pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the pm pcba revealed no evidence of damage or contamination. The pm pcba was tested, and the tech verified that with the suspect pm pcba installed in the standard test bed (stb) operated as expected. No issues were noted with the fan operation with the use of all power sources. After the operation of the stb on ac and then battery power exclusively (as mentioned in the analysis) the tech verified that during the install of the battery during the ac operation the battery charged as expected. This was verified by the blinking yellow battery icon and the increase of the battery voltage noted in the battery volts portion of the diagnostics menu. The pil tech also verified that during the operation of the suspect pm pcba, the stb fan operated as expected. In addition, the stb internal battery shows the correct manufacturing date of 2022-10-24. The pm pcba passes all engineering testing and all voltages required for the proper operation of the pm pcba are well within spec. Customer complaint has resulted in a no problem found.